Event description:
A nurse reported that a dull knife was experienced during surgery. There was no harm to the pt reported.

Manufacturer narrative:
Because a sample was not returned and no lot number was provided, the root cause for the dull knife experienced by the customer cannot be determined. (B)(4).